Event description:
It was reported that on (B)(6) 2024, a 34 mm amplatzer amulet was implanted without complications. 10 months post-implant, in late (B)(6) 2025, the patient experienced a stroke. Its thought that leakage around the device could be the cause. The patient was placed back on oral anticoagulants.

Manufacturer narrative:
The device remains implanted in patient. The device will not be returned for evaluation. Investigation is not yet complete. A follow-up report will be submitted with all additional relevant information.

Manufacturer narrative:
An event for patient effects of stroke was reported. A returned device assessment could not be performed as the device was not returned for analysis. The device history record was reviewed to ensure that each manufacturing and inspection operation was performed, and the product met all specifications. Based on the information received, a cause for the reported stroke could not be determined. The reported unexpected medical intervention was a result of case-specific circumstances. There is no indication of a product quality issue with regards to manufacture, design, or labeling.

Event description:
It was reported that on (B)(6) 2024, a 34mm amplatzer amulet was implanted without complications. 10 months post-implant, in late (B)(6) 2025, the patient experienced a stroke. Its thought that leakage around the device could be the cause. The patient was placed back on oral anticoagulants.